Event description:
Additional information was received from the field representative indicating the cause of death was renal failure cardiomyopathy. The field representative stated the death was not attributed by the previous lead issue and confirmed the lead is not available for return.

Event description:
Approximately two and a half months later, the patient passed away. There were no further allegations against the device or that the device caused or contributed to the patient's death.

Event description:
Boston scientific received information that this patient's home monitoring system detected low out of range shock impedances. The patient was interrogated and the shock impedances were seen in the 40's. There is no plan to intervene at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.